Event description:
The reporter stated that the syringe takes in air when contrast is being given through the second stopcock on the manifold. Procedure was repeated with water and there were no issues. No patient injury or treatment associated with this event.